Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the neurosurgeon took the screw (#04.503.104.20, lot 7370187) with the screwdriver and when he was applying the screw, the tip of the screw broke off. The procedure was carried out and finished by using a new kit. The event happened during surgery (closing of cranial operculum) but before used on a patient. Condition of patient immediately after event: stable. No harm for the patient, they changed screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis for reported kit: device is not distributed in the united states, but is similar to a device marketed in the USA. For broken screw: k042365 for the reported kit: investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. For the broken screw: review of manufacturing records has been requested.